Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: biomed tech. Called in for help with syringe unit with error 351.6660 which the linear sensor board has to be replace on unit, explain it is a movement error, the change in the linear sensor is inconsistent needs to be replace. Confirm part # tc10008848 for linear sensor board. (B)(4).